Manufacturer narrative:
The events of infection and inflammatory nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports infection and siliconomas. This record is for the left side. The device has been explanted.